Manufacturer narrative:
Additional information can be found in sections: g4, h2, h10. The customer responded to follow-up attempts from intuitive surgical, inc. (Isi). The customer was unable to provide additional information related to the event, including patient demographics and information pertaining to relevant tests/laboratory data that were performed specific to the incident.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical received the harmonic ace insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic ace insert was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace insert for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history based on the reported event date does not show any additional complaints related to this product and/or this event. A system log review was not performed for the reported product as the da vinci system does not capture usage history for harmonic ace insert accessories. The customer provided an image of the reported instrument, and upon review, the titanium blade of the harmonic ace insert was missing. Any contact with metals or hard objects during activation may lead to a broken blade, and any scratches that occurred during use may also lead to a blade failure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no harm to the patient, if the reported malfunction were to recur, it could cause or contribute to a malfunction.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the surgeon was dissociating tissue when the curve blade broke off in the patient. The instrument was replaced. The procedure continued as planned with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 15 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: all fragment(s) were retrieved. The assistant used the da vinci endoscope to search for the fragment(s) and used the laparoscopic instrument to grasp the fragment(s) for removal. No post-operative tests were performed to check for any remaining fragments. The reported product was inspected prior to use. No issues were observed with the functionality of the instrument during the procedure. The surgeon did not experience any issues with removing the instrument prior to the breakage. The instrument did not collide with any other instruments or other hard material during the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.